Event description:
It was reported that the camera head cable has wires exposed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness is lost on cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage and peeled of coating on cable unit, water tightness is lost. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.